Manufacturer narrative:
The expiratory current servo pc1585/1586 was replaced, and the ventilator was restored to working condition. The pc1585 had no visible damage but pc1586 was found with faulty capacitors c2 and c4 and a transistor t2 had short circuited. The inductor coil l1 plastic coating had melted away resulting in the burning smell. The cause was the failing of the capacitors c2 and c4 on pc1586 most probably due to a current surge. The failing of t2 and overheating of l1 was a result of the resulting high current flows after initial failing of the capacitors. Overheating of the component l1 can lead to generation of smoke but will not lead to sustained fire. The ventilator material self extinguishes in air. In case of failure of the current servo an upper pressure alarm and/or minute volume alarm will be generated if the parameters exceed set limits. An improved current servo which withstands higher currents with an additional protective functionality that limits the current in case of component failure and reduces the likelihood of overheated and smoking components was implemented in production and as spare parts in 2002. The returned current servo was manufactured before this change.